Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified a device appears to be intact, red particles are observed on the surface of the device, fold fold, and white calcification. Labeled as left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to (B)(4): covid-19 quality plan - complaint handling. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product.

Event description:
Healthcare professional reported left side exchange textured to smooth implants due to the patients concern with the product and capsular contracture, baker grade iii. Device has been explanted.